Event description:
Caller reported blood glucose results of 495 mg/dl, 320 mg/dl, 48 mg/dl, and 112 mg/dl on two mobile systems, 112 mg/dl on compact system within 10 minutes. Customer cannot say which mobile meter provided which result. No adverse event was reported. The strips are unavailable for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is mobile system 1, medwatch with identifier (B)(6) is mobile system 2, medwatch with identifier (B)(6) is compact system. Strips not available for return.